Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the c-arm lock up. The usb connectors were reseated and the monitor cable was replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's touchscreen intermittently does not react and the c-arm locked up and displayed an error message. No pt injury was reported.